Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00421. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that: initial left total hip arthroplasty was performed on (B)(6) 2021. On (B)(6) 2021, the patient experienced a postop seroma requiring additional medical intervention and resolved (B)(6) 2021.

Manufacturer narrative:
Cmp-(B)(4). This final report is being submitted to relay additional information. H3: device has remained implanted so no product evaluation. Complaint summary: product has not been returned for evaluation, and x-rays or medical notes have not been provided. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified zero additional similar complaints were identified for the same item numbers in the last 3 years, and zero additional complaints were identified for the same item /lot combinations. These devices are used for treatment. The implants used have been confirmed to be compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the devices when they left zimmer biomet is conforming to specification. The root cause of the reported event is related to the surgical procedure and is not device related. No corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00421-1 if any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: initial left total hip arthroplasty performed (B)(6) -2021. On (B)(6) 2021, the patient experienced a postop seroma requiring additional medical intervention and resolved (B)(6) 2021. Patient involvement.